Event description:
This is an adverse event reported as part of the (B)(6) us patient registry. Patient had a barrett's esophagus and was treated with focal ablation. A mild stricture was noted after ablation with the patient reporting some dysphagia, yet able to swallow soft food and liquids. This was dilated successfully in one session with alleviation of symptoms. Upon the next endoscopy, the stricture had resolved completely. The physician indicated that the severity was mild, relationship to device definite, and there was no device malfunction.